Event description:
It was reported that after an infusion site change, the user observed hyperglycemia with a blood glucose of 280 mg/dl and identified a large air bubble in the prefilled cartridge; the user¿s husband performed a full supply change and blood glucose began trending down to 255 mg/dl, with no device alerts or alarms noted and the device identified as an ilet with a contact detach steel infusion set and a cited device component of insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by a third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.